Event description:
It was reported, the device was implanted after the "use before date." No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# va04zvv, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).